Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "raynaud's phenomenon" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "raynaud's phenomenon" previously reported by the patient

Event description:
Patient reported via breast implant follow-up study (bifs) "raynaud's phenomenon". There is no mention of revision or treatment for "raynaud's phenomenon". Healthcare professional later reported "rupture" via mammogram. This record is for the left side. Device remains implanted. The device will be returned.